Event description:
It was reported the rv lead was capped and replaced due to an insulation fracture. No patient complications were reported as a result of this event. In addition, the adsr06 was attempted but not used due to pocket stimulation and an impedance problem. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.